Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, no additional event and/or patient information was provided.

Event description:
It was reported that pump infused too fast. There was no patient harm. Although requested, no additional information or patient demographics were provided.

Event description:
It was reported that pump infused too fast. There was no patient harm. Although requested, no additional information or patient demographics were provided.

Manufacturer narrative:
The customer¿s report of an infusion completing faster than expected was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal missing. No abnormalities were observed in the disassembly of the pumping mechanism. Review of the pump module event log showed the device was tested in biomed on (B)(6)2020 . The pump module completed an infusion of 100 ml of an unknown medication at a rate of 60 ml/hr in approximately one and a half hours before being channeled off. The pump module was attached to pcu (sn (B)(6) ) and programmed for 250 ml of an unknown medication to infuse at a rate of 60 ml/hr. Thirty-six (36) minutes after the start of infusion, the pump module was channeled off for unknown reasons. Functional testing found the device operating within specification. The root cause of the customer¿s report of an infusion completing faster than expected was not identified.